Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log file confirmed the reported pump stop event. Although a specific cause for this event could not be conclusively determined through this evaluation, based on previous complaint history, the abnormal pump operation appeared to be consistent with potential driveline wire compromise. The system controller log file contained data from 25sep2022 through 04nov2022. A low speed event was captured beginning on (B)(6) 2022 that progressed to a pump. These events occurred while the patient was connected to the power module (pm). No other notable events or alarms were captured. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4), and no further events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hmii lvas instructions for use (IFU) and patient handbook address all pump parameters. Both documents provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents outline indications of driveline wire damage as well as how to respond to such events, and further explain that all hmii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Furthermore, these documents address all hazard and advisory alarm, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files captured a pump stop on (B)(6) 2022 at 20:52. The pump stopped occurred when the patient was connected to the power module. A specific cause for the pump stop was unknown. The patient was asymptomatic at the time of the event and no additional pump stop events have been observed since. The patient was sent home with an ungrounded patient cable but was instructed to remain on a grounded patient cable unless they experienced additional pump stoppages or other alarms. The plan of care is to monitor the patient for any further alarms.